Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). The customer alleged that the basal software did not suspend insulin delivery at the time of the low bg. Review of the data logs by tandem technical support verified that a reading was not present on the pump at the time of the low bg which caused insulin delivery to be resumed. The customer acknowledged the information. No information was provided regarding the low bg event.